Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm13.2 implantable collamer lens, unknown diopter, in the patient's right eye on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to excessive vaulting, significant reduction of irido-corneal angles, and angle closure with elevated intraocular pressure. The patient underwent an enlargement of peripheral iridectomy or addition of new peripheral iridectomy using yag. The lens was exchanged for a shorter lens of a different model and the problem was resolved.

Manufacturer narrative:
Additional information: the patient's post-op (on (B)(6) 2016) uncorrected visual acuity was 20/20. Device evaluation - the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found lens unable to evaluate. (B)(4).